Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 8atms on the second inflation during post dilation. The patient presented with acute coronary syndrome and unstable angina. The lesions treated were located in the proximal left anterior descending (lad) artery and the 2nd diagonal (dx). Ivus was performed in the lad and left main artery. The physician predilated the lesion in the lad using a maverick 2.5x20mm balloon at 8atms for 30 seconds. Than a maverick 2.0x9mm balloon was advanced to the 2nd dx and inflated twice to 6atms for 20 and 30 seconds respectively. A 3.0x20mm taxus express2 drug eluting stent was deployed in the lad at 9atms for 30 seconds and then inflated again at 10atms for 20 seconds. Then a 3.5x12mm taxus express2 stent was deployed in the lad at 10atms for 30 seconds and then inflated a second time at 10atms for 15 seconds. A 3.0x15mm maverick balloon was advanced to the lad and 2.0x9mm maverick balloon was advanced to the 2nd dx; then both balloons were inflated multiple times from 6 to 8atms for 20 to 30 seconds. On the second inflation of the 2.0x9mm maverick, the balloon ruptured. The device was removed intact and another of the same balloon was used to successfully complete the procedure. The patient status is listed as"good". Medications used during procedure included angiomax, integrilin, nitrobid, and plavix.